Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injections of reflin (intraperitoneally (ip), 1gram, frequency not reported), injections of fortum (ip, 1gram, frequency not reported) and injections of heparin (sos, dose, frequency and route was not reported) for the event. At the time of this report, the outcome of the event was unknown. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.